Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose levels. The customers current blood glucose level was 13 mg/dl. It was reported the customer looked grey, and treated the hypoglycemia by drinking orange juice. It was reported the customer was driving and was unaware their blood glucose dropped that low. Customer declined to troubleshoot for low blood glucose, or seek medical attention. Customer was advised to contact the healthcare provider about the causes of low blood sugar. Nothing was returned or shipped.